Event description:
The customer reported the line separated from the pilot balloon on an unspecified hilo tube. The rn caring for the pt asked the rt to check the cuff pressure, as she heard a leak. The rt did not find the balloon attached to the tube, but in the sheets. The physician was notified and staff prepared to switch out the tube. In this case the pt was stable enough that it did not cause an emergency situation. We have seen where the pilot line/balloon was accidently cut in our careers, but never right at the tube.

Manufacturer narrative:
An inflation line tubing and a portion of endotracheal tube size 7.0 were received for eval. A visual inspection was performed confirming the inflation line tubing was separated (cut) from the endotracheal tube, while a portion of the inflation line tubing (approx 0.393 in) remained bonded in the endotracheal tube. The MFR has concluded the failure was not related to mfg processes. An inflation line with damage of this magnitude present during mfg would be detected during the 100% inflate/deflate test and removed from the lot. The lot number is unk therefore the date of manufacture can not be determined. Note: the cut observed in the returned sample can be indicative of the inflation line coming in contact with a sharp object/utensil during use and handling.